Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the logfiles for the day of treatment showed no relevant errors or relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The logfile showed the energy and vacuum were stable during the day. No relevant deviation between planned and performed energy was detected for the treatments. All treatments were performed successfully. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2018-24849.

Event description:
A risk manager reported a patient that underwent uneventful lasik. On day one post op visit, the optometrist noted a slipped flap in the left eye. A flap lift and stretch was performed. The reporter indicated issue has resolved.